Event description:
Boston scientific error code 1003, voltage too low for projected remaining battery capacity. Rapid battery depletion from unknown cause. This was discovered on routine ICD check, technical services was contacted and they could not give an estimated date to battery replacement. Recommendations were to change out the ICD as soon as possible. The current ICD was placed in (B)(6) 2012 and was estimated to originally last roughly 12 years.